Event description:
It was reported that the patient received inappropriate therapy due to the implantable cardioverter defibrillator (ICD) delivering a shock after the rhythm broke. The device remains in use. Also, the right atrial (ra) lead was noted to be fractured. The lead was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: imu49jb53 lead, implanted: (B)(6) 2004. (B)(4).